Event description:
Patient received: 1) incorrect test results from use of FDA approved or "new" screening test for west nile virus in donated blood. 2) event occurred at blood donor unit. 3) incorrect results caused donor's blood to be refused for transfusion and discarded.